Event description:
A pt received an x-stop implant at level unk. It was reported that the device was removed. No other info was available.

Manufacturer narrative:
Method - device not returned, f/u conversation with company rep.